Event description:
Information was received indicating that a smiths medical cadd accessory battery could not charge fully and only accepted 25%. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One rechargeable battery pack was returned for analysis. The reported "battery will not fully charge, it only accepts 25%" issue was verified. The battery lot number (0041699) was charged until the green led lit and then installed it into a test unit. The battery was found to be only 75% charged. The reported issue was confirmed.